Event description:
It was reported the customer received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer had attempted two new batteries, but the blank display persists. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 53 mg/dl. The customer's blood glucose was treated with food. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with blank display die to corroded battery tube and battery cap contact. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched lcd window.